Event description:
An unspecified number of undocumented incidents of devices giving inaccurate values which resulted in unspecified pt treatment. No tracking information was provided; therefore, specific pt information, device programming, or event details were not available. There were no reported adverse pt sequelae.